Manufacturer narrative:
The insulin pump passed all functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08700 inches. Programmed settings for auto mode and after the required pump warm up time the auto mode feature is available. Activated the auto mode, set high bg notification for 125 mg/dl. Pump alarmed alert on high at 131 mg/dl properly. The menu settings were grayed out for functions not available until the auto mode was warmed up and online. No auto mode anomalies noted during testing. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 3, is located in the formatted history file due to cold solder joints at u1 of the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 66 mg/dl at the time of incident. Troubleshooting was performed. The customer reported that they treated the low blood glucose with glucose tablets. The insulin pump was returned for analysis.